Event description:
Contact reported that 2 variable offset connectors loosened 3 months post op. Doctor originally added just one level to this pt and then added two more so, the images provided showed three different stages of the construct. Rod was confirmed to be pulled out of one side of the construct. A revision was performed to address this situation.

Manufacturer narrative:
Implants not yet returned for eval.